Manufacturer narrative:
(B)(6). The device will not be returned and cannot be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during the arch symposium in st. Louis, mo a physician had approached the getinge representative with a question. The physician showed a picture and asked the representative if the intra-aortic balloon (iab) could create fibrin like seen in the picture. The physician did not consider it a malfunction of the device. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a